Event description:
June 16, 2000: a diabetic under continuous insulin pump therapy reported an incident to minimed. The incident took place on february 28, 2000. The customer has been hospitalized. The customer was admitted to facility. The customer was admitted with diabetic ketone acidosis due to a crack in the infusion set. The infusion set involved in this complaint has been returned to maersk medical a/s for analysis. Lot no is not available.